Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ deformation: not observed. ¿ complication related to procedure/ surgery- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported rupture and deformation. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued phone number(s) (e.1): (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Health care professional reported rupture and deformation. This relates to the right side. Device has been explanted and replaced with a non allergan device.